Event description:
Migration of endograft causing ischemia to bilateral renal arteries. Attempts to reposition the graft were unsuccessful. Pt had splenorenal bypass to left renal artery. Right kidney was irretrievable.